Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. It was determined that the current case was created in error, the actual tube current out of range issue was addressed in another case, which was resolved by performing conditioning of tube, small and large focus adaptation, tube yield and edl calibration. The system was returned to use in good working condition. According to the additional information received, it has been determined that the case was created in error, leading the philips to conclude that the complaint is not subject to reporting. Therefore, the philips concludes that the complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the tube's current was out of range, preventing imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.